Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 pressure sensor module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The customer informed the service representative that the s5 system was powered off and back on following the procedure, and the user found that the pressure module was not shown on the display. The service representative confirmed the reported issue and replaced the s5 pressure sensor module. The replaced module was returned to sorin group (B)(4) for further investigation. The reported issue was confirmed and a hardware analysis identified a broken transistor. The broken component was part of the internal power supply of the pressure module and was responsible for supplying 5v to one of two lines. The switching mechanism between the two lines was also not working, resulting in a failure to deliver 5v to the device. The returned device was discarded. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the arterial pump of the sorin s5 system stopped after an alarm occurred for the s5 pressure sensor module during a procedure. An error message was displayed on the system menu. The customer cancelled the pressure sensor-pump link to continue the procedure. There was no report of patient injury.